Manufacturer narrative:
H3: the mvs computer was returned to the manufacturer for analysis. Analysis found that the reported issue was unable to be confirmed. Time/date (cmos) checked our well, virus scan and patient data removal passed. The mvs computer was installed on a test system and the application loaded successfully. The system readied, motion calibration, charging, communication and the generator were all ready. 2d and 3d images were successfully acquired. There was problem found with the computer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) monitor would drop video signal from the pc. The system would stay powered on with no image. The image could be restored by pressing the power button on the front of the mvs computer. The computer was replaced and the system was re-configured. The system was tested with pacs and the navigation system and all functions worked properly. The imaging system then passed the system checkout and was found to be fully functional. The mvs computer was returned and is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the mobile view station (mvs) was powered on by the site and was functioning normally at the time, then when wheeled into the room to prepare for the upcoming case, and once it was in the room for a moment the mvs was no longer displaying video. The blue power button was on the mvs and the monitor had an orange light. The medtronic representative had the site check the computer power cable, but it was seated completely. No orange network lights were displaying on the back of the mvs computer. The mvs power board did have green lights on it. No patient present at the time. The site switched to another imaging device for the upcoming case.